Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Premature battery depletion (pbd) is suspected. This device remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Updated complaint summary with explant and advisory information, corrected h9 field. The product has returned to the manufacturer. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Premature battery depletion (pbd) is suspected. This device remains in service. No adverse patient effects were reported. Additional information was received and this ICD has been explanted and successfully replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Premature battery depletion (pbd) is suspected. This device remains in service. No adverse patient effects were reported. Additional information was received and this ICD has been explanted and successfully replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Updated complaint summary with explant and advisory information, corrected h9 field.